Manufacturer narrative:
This is two of two manufacturers being submitted for this case. Please reference related manufacturer report no: 2015691 2025 08289. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported per article, "aortic dissection with pseudoaneurysm formation masquerading as pulmonary embolism after transcatheter aortic valve replacement", immediately post implant of a 23mm sapien 3 valve in the aortic position, the patient developed sinus bradycardia with occasional sinus pauses and a left bundle branch block, which was managed with a temporary transvenous pacemaker placed via the right internal jugular vein. The valve was successfully implanted. A dual-chamber pacemaker which was placed the following day. The patient was discharged home several days later without further complications. Approximately 2 weeks post implant of the 23mm sapien 3 valve, the patient presented to the emergency room with worsening shortness of breath, hypoxia, intermittent chest pain, and progressive fatigue. The patient's symptoms and risk factors increased the suspicion for pulmonary embolism, and initial imaging was supportive of the diagnosis. Management with therapeutic anticoagulation did not resolve the symptoms, and the patient developed acute onset anemia. After further investigation and aortic CT angiography of the chest was completed, the patient was diagnosed with an aortic aneurysm with dissection and pseudoaneurysm formation with obstruction of the right pulmonary artery. Anticoagulation was promptly discontinued and surgical management versus conservative management were discussed with the patient and family. Unfortunately, the patient's clinical course failed to improve, and respiratory status continued to deteriorate further. The patient and family in conjunction with the treatment team elected to transition to hospice care. The patient passed away shortly after.

Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.